Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and root cause could not be determined.

Event description:
It was reported that the cuff was not fully inflating despite manipulations. No patient injury was reported.